Event description:
Covidien received info stating that an 840 ventilator and unresponsive key on the keyboard. The ventilator was not in use on a pt at the time the malfunction occurred.

Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The (tse) provide the keyboard part number to the customer and customer will complete the repair. Covidien was not authorized to service the device.